Event description:
My name is (B)(6). My address is (B)(6). My phone number is (B)(6). A medtronic pacemaker, was implanted in me by dr. (B)(6) hospital, serial number (B)(4), model number a2dr01, on (B)(6) 2013. The lead wires are/were at the initial implant, (B)(4). I don't know which one is atrial lead. In 2016, one of my pacemaker's lead wires (the top one, called the atrial, I think) broke and lost it's insulation, so I am told, thereby emitting a constant stream of electrical activity over my heart until (B)(6) 2016, when it was discovered during my first cardiac lab pacemaker check. I knew I felt very ill, I had severe and life changing side effects during the period of time the wiring was "showering" my heart with electrical current, which I thought were the result of a worsening copd condition. I thought I was dying. My pacemaker was checked over the phone prior to the time it was checked in the cardiac lab. Every three months I get on the phone and had what I thought was a complete pacemaker check. I subsequently found out a broken pacemaker lead does not show up on the phone test, only in the cardiac lab testing. The lead was replaced on (B)(6) 2016, a few days after it was discovered. The pacemaker was only three years old. Fortunately for me, I am pacemaker dependent from the ventricular wire, not the atrial wire. Otherwise, I would have died within a few minutes of the wire breaking. It could have been the ventricular wire that failed. Knowing the seriousness of the lead break, I have tried to find out what caused the wire to fail, to no avail. The doctor simply told me that it was nothing I did or did not do, as did the medtronic representative who was present at the time of the wire replacement procedure and tested the wire prior to the procedure. Not knowing why the wire failed means I cannot help to prevent my death from a pacemaker failure. I do not assume the doctor and medtronic rep were correct in saying that it was nothing I did or didn't do that caused the wire to fail since they could not tell me why it did fail. I ask that your office investigate this failure and find the cause of the failure in order to help me and others who may be at risk without knowing it at least know of this potential failure and what to avoid, if anything. I would like to be notified as to the cause of the wire failure. I am told that it is unusual for a pacemaker wire to break at three years, making the cause of the failure all the more important to investigate. Thank you for your time in reading this letter. I certainly appreciate it. Feel free to call me anytime at the number above, which is (B)(6). Sincerely, (B)(6).